Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the patient's sex. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 ¿ patient was diagnosed with umbilical hernia and incarcerated epigastric hernia thereby underwent open repair with the implant of ventralex patch. Per op notes, ¿epigastric hernia was dissected down and a small piece of unknown polypropylene mesh was placed as an overlay using sutures. The supraumbilical hernia was repaired using a medium ventralex patch which was placed onto fascial edges using sutures.¿ (note: the mesh implanted for epigastric hernia repair was unknown) (B)(6) 2009 ¿ patient had pain and diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh. Per op notes, ¿the umbilicus was removed where the extensive infection below. The mesh was excised fully with its adjacent adherent fascia. A biological mesh was placed as underlay and sutured.¿